Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis five months ago. It was stated that the customer was getting no delivery alarms prior to the event, and found that the cannula was bent. It was stated that the customer was not fully conscious at the time. It was also reported that the insulin pump was giving an alarm and a blank screen at the time of the call. Troubleshooting was performed, and the issue was resolved. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.